Event description:
The pump was returned for investigation. Investigation revealed keypad button contact contamination and a dim and discolored display screen. This report is made based on results of the investigation performed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the keypad was found to be torn. Evaluation revealed all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed the display screen was dim and discolored.